Event description:
The lay reporter (wife) contacted lfs on (B)(6) 2010 alleging inaccurate high readings on the patient's one touch ultra 2 meter. A medical surveillance specialist (mss) spoke to the reporter on july 1, 2010 and obtained the following information: the reporter mentioned that in the mornings on different days, the patient had been obtaining allegedly high results of 157 mg/dl, 165 mg/dl, 122 mg/dl and 182 mg/dl. Patient was comparing those readings to readings he used to get in the morning of 112 mg/dl-120 mg/dl. Due to the high results the patient contacted the physician and the physician advised the patient to increase his insulin from 38 units to 40 units of humalin n . The patient's readings still were high and two weeks later contacted the physician again and the physician increased his insulin from 40 units to 43 units. At an unspecified time and date later, the patient became shaky and was trembling. He would test his blood glucose and the meter would show an elevated reading in the 120-150's. The reporter would treat the patient with juice and food and the patient would feel better after treatment. The patient has an appointment with his physician on (B)(6) 2010, to talk to the physician about the incident and the elevated readings. A quality control test was not done since the patient did not have the correct vial of control solution. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The meter was replaced. The complaint is being reported, since due to the alleged high readings, the physician increased his dosage based on the meter readings; however, at an unspecified time after increasing the insulin the patient developed symptoms suggestive of hypoglycemia and had to self-treat with food and felt better.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.